Event description:
It was reported that the patient was scheduled for an artificial urinary sphincter revision surgery on (B)(6) 2019 for unspecified reasons. No further details were available regarding the event. Additional information received indicated the artificial urinary sphincter was removed due to incontinence and the patient was leaking. A new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon were implanted. The patient outcome was favorable.

Event description:
It was reported that the patient was scheduled for an artificial urinary sphincter revision surgery on (B)(6) 2019 for unspecified reasons. No further details were available regarding the event.